Manufacturer narrative:
Patient medications: hypertensive meds, double antiplatelet therapy, and hypoglycemic meds the review of the manufacturing paperwork verified that these lots met all pre-release specifications. Additional devices implanted and/or related to this event: tag2815/11724551.

Manufacturer narrative:
.

Manufacturer narrative:
The gore® tag® thoracic endoprosthesis instructions for use state that potential device or procedure related adverse events include embolism (micro and macro) with transient or permanent ischemia, and death. Images are not available for this event, therefore, a imaging evaluation could not be conducted.

Event description:
On (B)(6) 2014, the patient was implanted with two gore® tag® taa endoprostheses to treat a thoracic aortic aneurysm. The patient tolerated the initial procedure. It was reported that during the tag® procedure, when the aortic ballooning was being performed in the distal neck, at the level of the celiac trunk and sma, there occurred massive liver micro-embolization. During the procedure it was planned to cover the celiac trunk, the cta scan post-op showed that the celiac trunk was not covered by the endoprosthesis. It was reported that on (B)(6) 2014, the patient started feeling pain in the recovery room and was diagnosed with acute liver failure (alf) leading to death. The patient expired on (B)(6) 2014 and the death was due to fulminant hepatic failure.